Event description:
It was reported that two magic 3 hydrophilic intermittent catheters were bent and also had empty burst packs.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual evaluation noted one unopened magic3 intermittent catheter was received. Visual inspection noted that tip was bent. This does not meet specifications which stated parts shall be free of mechanical damage, holes, tears, scratches, or gouges, when visually inspected. The reported event was confirmed. The product was not used for patient diagnosis or treatment. The product was influenced by the reported failure. The product failed to meet specifications. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that two magic 3 hydrophilic intermittent catheters were bent and also had empty burst packs.